Manufacturer narrative:
Results: a sample was not returned for evaluation. Review of the returned photographs shows blood within the holder on a number of needles. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5126450. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Will not pass blood from needle into the tube, it can be seen in chamber but won't transfer into tubes.